Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 61911001 stryker howmedica osteonic radiopaque bone cement rjk332; 61911001 stryker howmedica osteonic radiopaque bone cement rjk339; 6301-07-102 nkii durasul patellar comp. 7 /2 1573588; 630700021 primary femoral 2/r non-pc 1585900; 627601713 durasulâ¿¢ ultracongruent tibial insert use with baseplate size 1,2 size 1,2 right 13 mm height 1569946. Reported event was confirmed by review of the provided office notes which indicated the patient suffers from pain and issues with walking. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient is experiencing partial radiolucencies along medial tibial plateau. It is further reported that the patient has been experiencing severe pain and plans to undergo a revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(6). Concomitant products: prim.stem.tibia bpl 2/r n-pc, cat#: 630701220 lot#: 1584888. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04208, 0001822565-2017-04217. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It has been reported that the patient is experiencing partial radiolucencies along medial tibial plateau. No further information available at this time.